Event description:
During preparation for cardiopulmonary bypass, the centrifugal pump stopped unexpectedly. The battery backup module was replaced, restoring expected function. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun. Device repaired and returned. Note: the affected subassembly remains under investigation.